Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak. The fse also identified low recovery on latron control in connection with the leak. The flow cell sample line was replaced. This action resolving the leak, the latron recovery, and the error condition of "lyse ambient temperature error". (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was an uncontained leak of 20 ml of blue fluid. An error condition of "lyse ambient temperature error" was also generated by the analyzer during this event. The customer was wearing personal protective equipment of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.